Event description:
Affiliate reported that on (B)(6) 2003, the device was implanted via v-p shunt at 60mmh2o. In (B)(6) 2004, v-p shunt was changed to v-a shunt due to gastric rupture. Only distal catheter was replaced. In (B)(6) 2010, it was noted that fluid did not flow through the device. On (B)(6) , the device was replaced by (B)(6) via v-p shunt at 100mmh2o.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.